Event description:
Patient underwent laparoscopic adjustable gastric band placement in 2005. Initially, he was losing weight but then weight stabilized. Imaging studies in 2006 and the following month, showed a leak in the area of the port of the gastric band. The patient also felt discomfort over the rib cage when the testing was done. A leak in the port was demonstrated via imaging. The patient underwent a laparoscopic replacement of lap band port approx two and a half months later.